Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, the plunger of the 3 ml bd integra¿ retracting safety syringe with 25 g x 1 in. Needle with bd¿ tru-lok was broken or damaged. Plunger wouldn¿t depress with needle in patients arm. There was no report of injury or medical interventions.

Manufacturer narrative:
Results - three sealed 3ml packaged integra syringes with needles from batches 4051203 and 4051206 and 1 empty partially opened package from batch 3268036 were received by bd (B)(4). All samples were for p/n 305270 and were evaluated. The three samples from non-complaint batches 4051203 and 4051206 ¿ syringes with needles attached were removed from packaging to verify function of plunger rods. The plunger rods were exercised and were confirmed to function properly without any defects observed. The single open empty package from the complaint batch 3268036 did not contain a syringe to be evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure.